Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks due to low amplitude, myopotential noise and oversensing. Troubleshooting and further evaluation of the patient was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.